Event description:
It was reported that the pt was revised due to pain, wear, and fracture of the articular surface.

Manufacturer narrative:
Info was received from a distributor who is not required to complete from 3500a. This report will be amended when our investigation is complete.